Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced mode switch and episodes of atrial arrhythmia due to them falling into blanking periods. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.